Event description:
The recent download from a male pt revealed several "battery pack fault" flags. These occurred for both battery packs. Support contacted the pt to discuss exchanging both battery packs. Support left a message for pt. Patient called back later in the day. Support sent the pt two replacement battery packs.

Manufacturer narrative:
Batter pack; battery pack - 10/2007. Device evaluation summary: device evaluations of two battery packs have been completed. The reported problem was confirmed. The battery packs had a damaged locking tabs. The battery packs were repaired. They were retested and restocked. The root cause of the damaged clips cannot be positively identified, but was likely, due to forcible removal of the battery packs from the monitor without pressing the locking tab before pulling. No adverse event results from the damaged battery packs. The pt rec'd replacement battery packs.